Manufacturer narrative:
(B)(4). Product code. Phx. (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the plate on the impactor was broken. There was no patient involvement. No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product confirms the strike plate has fractured from the shaft of the inserter. Impaction marks, light scratches, and a bent post was also identified. X-ray fluorescence (xrf) analysis confirmed the shaft and strike plate to be either 17-4 or 15-5 stainless steel alloy, however the composition requirements of these materials overlap. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.